Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare representative that the collar on the expiratory limb of an rt265 infant dual-heated evaqua2 breathing circuit was cracked after four days of use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint rt265 breathing circuit was returned to fisher & paykel healthcare (B)(4) and was visually inspected. Results: visual inspection of the returned breathing circuit revealed that the collar at the patient end of the expiratory limb was cracked along half of its length. A lot check was not performed as a lot number was not provided. Conclusion: we were unable to determine definitively the root cause of the cracking. The customer has confirmed that the subject breathing circuit was in use for four days before the issue was observed, which indicates that the circuit became damaged during use. All rt265 infant dual-heated evaqua2 breathing circuits are visually inspected and 100% pressure and flow tested for leaks before releasing for distribution. Any breathing circuit which fails any of these tests is discarded. Our user instructions that accompany the rt265 state the following: check all connections are tight before use. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Set appropriate ventilator alarms.